Event description:
It was reported the device was dropped and the case is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken and contaminated. Analysis also found the battery release is contaminated, both bail covers are broken, lead flex cover is broken and contaminated, battery contacts are compressed, keyboard is scratched, battery flex and heart lead flex are corroded, and battery drawer o-ring is missing. (B)(4).